Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the medium-large clip applier instrument does not close. The user completed the procedure using a backup medium-large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The specific issue experienced by the surgeon was related to unsuccessful clip application, characterized by incomplete closure of the clip. This problem arose during the 4th application of the clip applier in the case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one severely bent grip notch which holding the clips, causing misalignment of the grip-tips. The grip notch was bent by 0,9mm. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.